Event description:
The customer reported via phone call that the insulin pump had a recurring blank display. The customer¿s blood glucose level was 520 _mg/dl at the time of the incident. Customer stated that the insulin pump had another blank display after a replacement battery cap has been received. Customer also reported to have experienced a high blood glucose of 520 mg/dl and declined high blood glucose troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and not expected to return for analysis.

Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received with currents in spec. No blank display. Lcd board is okay. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, reservoir tube cracked and cracked lcd window.